Manufacturer narrative:
This event occurred during on an unspecified date in 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the injection port. The leaks were discovered during setup and preparation. There was no patient involvement. No additional information is available

Manufacturer narrative:
The device was manufactured between september 29, 2017 - september 30, 2017. The actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap from the base of the spike port tubing of both samples. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.